Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A visual device analysis of the returned device identified: opening curved on posterior, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior, observed void >1 mm in non-textured, valve-to shell-bond area and observed void on valve side within specification per qa199.06 (texture side) is not considered a workmanship. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.